Event description:
Customer reported he was having trouble with the insulin pump. He stated, the device has been alarming no delivery for two weeks. Customer has changed the entire set and has rotated site, the device still alarms. Customer stated he has not checked for scar tissue with doctor. Customer stated, the device did alarm when fill cannula. Customer stated had no pain or discomfort at the site. The insulin was a little cloudy and was informed to use a new one. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.